Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as looking like heat pox, very itchy, size of 4-5 hand palms, on the side of the body under the lv and under the nipples towards the clasp. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.